Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: date of birth, patient weight, email address / establishment name / state / fax number. Additional PMA/510(k): k101880. The reported device has been received for evaluation. Investigation has not yet been completed. Once investigation has been completed, a follow up medwatch will be sent. Investigation has yet to be completed.

Event description:
It was reported that the implant (tsvt6b11) fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,6.0,11.5,mtx,mg assembly (item # tsvt6b11) was received with crown attached for investigation (image 1-5). Visual inspection of the as returned product identified fracture along the implant collar and threads as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 (universal notation) and was used for approximately 5 years in moderate bone density. X-ray images of the implant in the osteotomy were provided (attached in the complaint file per), but did not contain any information past what was found in the returned product investigation. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured around the head of the implant. The product was returned and the reported complaint was confirmed through visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes,' device manufacture date, evaluation codes , additional narrative.